Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results. The device was not returned for analysis as the device was contaminated; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the ampulla during an endoscopic sphincterotomy (est) procedure to treat common bile duct stone performed on (B)(6) 2026. During the procedure, the cutting wire was bent. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event.